Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the password entry screen appeared when the device was turned on. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The pca issue was internal printer driver bios-related. Driver bios software was corrupted. Successful re-loading of the software revision t.00.06 was performed, and the device/pca operated as normal.